Event description:
On 2017-02-07 lfc (hcp): additional information was received from a healthcare provider on 2017-feb-07. It was reported that no patient symptoms were reported. The pump was refilled on (B)(6) 2017, and was reprogrammed at that time. The cause of the empty reservoir alarm was an empty pump, and the patient was late for refill. The situation was considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implanted infusion pump containing morphine (dose and concentration unknown). The indications for use included failed back surgery syndrome and spinal pain. On (B)(6) 2017, it was reported that the patient's personal therapy manager (ptm) displayed code 8286, indicative of an empty reservoir. The patient's refill date was (B)(6) 2017, and the patient was to follow-up with their healthcare provider. No patient symptoms were reported.